Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a pacel balloon ruptured during the procedure. There was no resistance felt during the procedure. A new pacel of the same size was used to complete the procedure. The patient was in stable condition.